Event description:
Undersensing was reported on this rv lead during a vf episode. The episode appeared to terminate while the patient was still in vf due to undersensing, and the patient was later found to be in cardiac arrest. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.